Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a coronary angiography, noise was observed on the right ventricular (rv) channel of this pacemaker. The noise was oversensed and led to pacing inhibition and the delivery of an inappropriate shock. The noise episodes correlated to the use of an electrical pump to inject contrast media. Boston scientific technical services (ts) reviewed the episodes and no further troubleshooting was recommended. This pacemaker remains in service. No adverse patient effects were reported.